Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer does not receive an alert when the reservoir is about to go low or empty. Customer advised they do not receive low reservoir or no delivery alarms on the device when the insulin is finished. Customer cannot troubleshoot at this point they will call back and run high pressure test.